Event description:
Provider alleges the scooter's battery caught fire in the garage shortly after the client used scooter.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Provider alleges the scooter's battery caught fire in the garage shortly after the client used scooter.

Manufacturer narrative:
Evaluated in field.: it has been determined that it was a loose battery connection on one of the positive terminals. The battery still has voltage, so this is not a battery or unit fault.